Manufacturer narrative:
If implanted, give date corrected from (B)(6) 2010. (B)(4).

Event description:
It was further reported that at the time of the index procedure, the patient presented with angina. The 99% stenosed, 2.3mmx10mm, target lesion was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12mm apex rx balloon catheter that was inflated to 6 atms for 22 seconds. The 2.25x16mm taxus liberte atom drug eluting stent was deployed at 12 atms for 27 seconds. Post dilation was performed with kissing balloon angioplasty using the stent delivery balloon in the mid lad at 4 atms for 50 seconds and a 2.5x12mm non-bsc balloon catheter in the ostium of the 1st diagonal of the lad at 6 atms for 40 seconds. Post procedure stenosis was 0% with timi 3 flow before and after the procedure. The patient was discharged on prasugrel. At the time of the event, the patient was taking aspirin, crestor, prasugrel, dexilant, and zetia. The patient presented with chest pain, pallor, diaphoresis and shortness of breath following an exercise session. Ems noted st elevations in leads v2 and v3. The patient was admitted to the hospital where an EKG verified st elevations in leads v2 and v3, with reciprocal st depression in ii, iii and avf. The patient experienced ventricular tachycardia arrest en route to the catheterization lab. The patient received CPR, defibrillation x2, and a 150mg amiodarone bolus. The patient converted to sinus bradycardia. Emergent catheterization revealed 100% thrombotic occlusion in the mid lad, proximal to the previously implanted stent exactly at the bifurcation into the ostial 1st diagonal artery. Thrombectomy attempts at the lesion was unsuccessful. The lesion was predilated with a 2.0x12m non- bsc balloon catheter in the proximal 1st diagonal at 8 atms for 5 seconds and a 2.0x12 non-bsc balloon in the distal lad at 5 atms for 7 seconds. Successful repeat thrombectomy into the distal, mid and proximal lad was performed with a non-bsc thrombectomy catheter resulting in improved flow into the diagonal and distal lad with apical lad occlusion. A 2.5x12mm non-bsc balloon was advanced in the ostial portion of the 1st diagonal and inflated to 10atms for 20 seconds a 2.5x12mm non-bsc drug eluting stent (des) was deployed at 10 atms for 20 seconds in the proximal lad extending not the ostial and proximal portion of the 1st diagonal. Kissing balloon dilation of both the index taxus stent and the new non-bsc des with 2 inflation of a 2/25x8mm non-bsc balloon catheter in the ostial lad at 13 atms for 20seconds each and two inflation of a 2.25x12mm non-bsc balloon catheter in the ostial lad at 13atms for 20 seconds each intravascular ultrasound of the mid lad to evaluation effectiveness of bifurcation stenting. Stenting with culotte technique was determined to be effective. Repeat kissing balloon dilation was performed with 2 inflations of a 2/5x12mm non-bsc balloon catheter at 10-12 atms in the ostial lad, and 2 inflations of a 2.75x12mm non-bsc balloon catheter at 10ams in the ostial 1st diagonal artery. Angiography revealed less than 10% residual stenosis with stable timi 3 flow into the distal lad and diagonal. In the physician's opinion, the event was neither related to the study drug nor related to the index stent. The patient was discharged 4 days later on brilinta, aspirin, crestor, metoprolol, dexilant, and zetia.

Event description:
(B)(6) clinical study. It was reported that following a coronary stenting treatment procedure myocardial infarction occurred. A taxus liberte drug eluting stent was implanted to treat an unknown lesion. In (B)(6) 2012, the patient experienced ischemic symptoms and myocardial infarction was suspected. Angiography and echocardiography were performed. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).